Event description:
It was reported that patient is an outpatient and had an indwelling catheter administered after and was unable to pass urine post procedure. The catheter was noticed to be leaking -by the patient after discharged from gillies. Patient contacted her surgeon who instructed patient to return to gillies for assessment of catheter. A small hole was found above the y section of tubing.

Manufacturer narrative:
The reported event could not be confirmed. It was unknown whether the device had met specifications due to no sample was returned for evaluation. The product was used for treatment purposes. A potential root cause for this failure mode could be ¿inappropriate material handling (silicone catheters).¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two way silicone foley. Visual inspection of the sample noted a 0.0295" hole in the drainage lumen located 0.3200" from the bifurcation. This does not meet the specification. This does not meet the specification "shaft cannot be damaged, perforated or severally pinched". A potential root cause for this failure could be "inserts with edges (operator hits the tube against the bottom insert when removing the piece from the mold).¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that patient is an outpatient and had an indwelling catheter administered after and was unable to pass urine post procedure. The catheter was noticed to be leaking -by the patient after discharged from gillies. Patient contacted her surgeon who instructed patient to return to gillies for assessment of catheter. A small hole was found above the y section of tubing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient is an outpatient and had an indwelling catheter administered after, and was unable to pass urine post procedure. The catheter was noticed to be leaking -by the patient after discharged from gillies. Patient contacted her surgeon who instructed patient to return to gillies for assessment of catheter. A small hole was found above the y section of tubing.